Event description:
The customer reported via phone call that they received the motor error alarm on the insulin pump after having the insulin pump left in the same room where they were exposed to a magnetic resonance imaging machine. The customer explained that the insulin pump was not on the customer at the time of exposure but was in the same room. The customer's blood glucose was unknown. The customer also received the motor position encoder error alarm. While troubleshooting, the customer was able to complete the rewind sequence. The customer also received the no delivery alarm in the past. The customer was advised to call back if the alarm recurred. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, the excessive no delivery test, verify alarm in the alarm history screen or test for alarms due to motor error alarm. The insulin pump had minor scratched display window.